Event description:
It was reported that the patient fell down and has a periprosthetic fracture.

Manufacturer narrative:
The catalog number and lot code are unknown. The device was reported as an unknown accolade tmzf stem. It was noted that the device is not available for evaluation because it was sent to pathology. Additional information has been requested and if received, will be provided in the supplemental report. Device was sent to pathology.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. A medical review was not performed because insufficient information was provided. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that the patient fell down and has a periprosthetic fracture.